Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post operative pain. Pain is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. As reported the post operative pain has resolved. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that a patient who is part of a clinical study was treated for postoperative pain. On (B)(6) 2017 - the patient underwent the laparoscopic repair of an umbilical hernia. During the procedure the patient was implanted with a davol phastix st mesh which was fixated with mechanical fixation. On (B)(6) 2017 - the patient reported postoperative abdominal pain and was treated with a prescription for pain medication. On (B)(6) 2017 - the patient's condition has resolved. The ae of postoperative pain is assessed by the clinician to be mild in severity, definitely procedure related and possible device related.